Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture thresholds, helix failed to retract, and helix failed to extend. The ra lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix mechanism issue and inadequate capture were confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was over torqued and all the filars were broken consistent with procedural damage. Electrical testing found discontinuity and shorting due to the over torqued and broken filars of the inner coil at the connector region. After cleaning the distal portion and by applying torque to the inner coil at short range, the helix could be retracted and extended with the helix extension length measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil while the reported event of inadequate capture was due to the over torqued and broken filars of the inner coil. All the damages found are consistent with procedural damage.